Event description:
It was reported that the 9800 system continued to shoot x-rays after footswitch is released. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Testing of the footswitch could not duplicate the reported problem. However, it was noticed that there was a build up of dirt/other material on the footswitch and the buttons were sticky. Cleaned the footswitch. The system was tested and found to be working as intended and placed back into service.